Event description:
It was reported that during a da vinci si prostatectomy procedure a monopolar curved scissors instrument shear became more blunt as surgery progressed. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The instrument was placed on our in house system for a cut test. The blades snagged when cutting latex. The cut test failed but no blade damage was observed. 48 - an additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. The distal end of the main tube exhibited hairline cracks in the axial direction. Failure analysis was performed on this instrument in relation to field action number (B)(4) to investigate micro cracks on the monopolar curved scissors instrument. The location of theses micro-cracks is confined to 2 cm of the instrument shaft. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed and hairline cracks,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.